Event description:
It was reported that a patient suffered a right intertrochanteric (it) fracture, subtrochanteric fracture in (B)(6). Surgery was performed with a dynamic helical hip system side plate and helical hip screw. It was reported that the helical blade had migrated into the acetabulum of the patient and needed to be removed. Surgery was planned for (B)(6)2013. The entire construct was very easily removed and re-implanted a 4.5mm locking compression proximal femur plate. The patient had pain from implant failure. Revision surgery went well and the surgeon was happy with the new implant placement. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was returned for evaluation. (B)(4). A product development event evaluation was conducted and the report indicates the probable cause of this complaint is failure to follow proper technique. Step 6 on the technique guide provides detail instructions on using the alignment shaft (338.342) to align the key of the side plate with the helical blade shaft. If this step is not followed the key of the side plate would not align and could jam with the shaft of the helical blade when the patient weight bearing on the device. The side plate and helical blade designs were reviewed and determined to meet the intended use.

Manufacturer narrative:
It is unknown when the patient started to feel the pain. Therefore, the event date is unknown.